Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or prying/leveraging the device during use.

Event description:
It was reported on 08/22/2022 by a sales representative via sems that an ar-9215-1-03 quick connect handle impactor piece broke off and fell to the floow. This was discovered during a case with no patient harm.